Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient's mother reported the meter has a halo on the left side of the display. Mother stated the concern has been occurring for a couple of months. Mother reported the display does not allow you to see the screen with sharpness. No adverse event reported. Requested return of the alleged meter for evaluation.